Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a patient is "having some bleeding." The pectus bar that is currently implanted may be removed or the surgeon may place an additional bar.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The sales representative clarified that the problem was with the wire used by the surgeon which was protruding and causing discomfort to the patient. He also indicated that there was no alleged malfunction of the bars. He stated that the surgeon only cut down the excess wire and the bars were not removed. The sales representative confirmed that the problem was with the wires that were in place, indicated that there was no alleged malfunction of the bars, and that the bars were not removed; therefore the complaint is considered unconfirmed. The most likely underlying cause of the complaint was due to the protruding wires and not the product originally reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The sales representative clarified that the problem was with the wire used by the surgeon which was protruding and causing discomfort to the patient. He also indicated that there was no alleged malfunction of the bars. He stated that the surgeon only cut down the excess wire and the bars were not removed.